Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty integrated circuit on the system board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "system fault 37", "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.